Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a broken neck. The patient went to the emergency unit due to a hip dislocation, where the rx shows that it was not a dislocation but the modular neck was broken. The patient reported that when it occurred, she was stand up and that she didn't jump or didn't any abnormal movement. The first plan was to revise only the modular neck, but it was impossible due to the stem was also broken. The surgeon decided to make a femoral window and make a hole in the middle of the stem, where he placed an impactor to extract the stem. So, the hole that presents the stem is due to the revision surgery.